Event description:
On (B)(6) 2024 apifix was notified of an upcoming revision surgery (surgery date: on (B)(6) 2024), and a tool kit has been requested. No patient identifier was received, nor the reason for the revision. Apifix has followed up with the distributor for additional information which was provided. According to the reporter, this was an elective removal due to end of therapy. The index surgery was performed on (B)(6) 2016." On 17-apr-2024 apifix received additional information. According to the reporter, "the removal procedure on (B)(6) 2024 went smoothly and quickly without any complications or issues. The device was handed back to the patient & family at their request. They request to keep it as a souvenir."

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. On (B)(6) 2024 apifix was notified of an upcoming revision surgery (surgery date: on (B)(6)2024), and a tool kit has been requested. No patient identifier was received, nor the reason for the revision. Apifix has followed up with the distributor for additional information which was provided. According to the reporter, this was an elective removal due to end of therapy. The index surgery was performed on (B)(6) 2016." On 17-apr-2024 apifix received additional information. According to the reporter, "the removal procedure on (B)(6) 2024 went smoothly and quickly without any complications or issues. The device was handed back to the patient & family at their request. They request to keep it as a souvenir." Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.